Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00073.

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on 04/08/2021. Flow rate testing confirmed that the flow rate deviation was -6.2%. The flow rate accuracy was not within the +/-5% specification. The reported flow rate issue was confirmed. Please note: for the investigation findings code, infutronix llc decided to select 4247 appropriate term/code not available, suggets adding the preferred term "root cause is not identified." To the future code table.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 11/05/2020, a distributor of infutronix reported an issue on behalf of an end user: "pump (B)(4) was not infusing the correct amount of medication." A patient was involved but was not harmed or injured. The medication being infused was unknown. Device operator was a patient. A patient was involved.